Manufacturer narrative:
The device was received by baxter (B)(6), and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed evaluation testing due to an observed system error 345 alarm. The system error 345 alarms were verified during a review of the event history log. The cause was identified to be a failed force sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance of a returned spectrum infusion pump, at baxter (B)(6), the device it experienced a system error 345 (thermistor disparity). No additional information is available.